Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During insertion of titanium cluster hole cup, cup impactor, item # (B)(4), would not stay attached to the cup. Doctor tried to retread cup onto impactor and the cup would not stay attached. Doctor used a second cup impactor and inserted cup without incident.

Manufacturer narrative:
Corrected data: device not returned. A review of the device history and complaint history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During insertion of titanium cluster hole cup, cup impactor, item # 2101-0200, would not stay attached to the cup. Doctor tried to retread cup onto impactor and the cup would not stay attached. Doctor used a second cup impactor and inserted cup without incident.